Manufacturer narrative:
Case (B)(4). The device was returned for evaluation and visually and functionally tested pursuant to (B)(4). The device met all specifications and was able to be pulled out of the trocar normally.

Event description:
After placing a pro235 clip in a stand-alone tt maze procedure, the surgeon could not remove the applier back through the trocar. The surgeon had to pull it out with force as the device did not collapse back down for withdrawal through the trocar. There was no delay in case nor patient harm. Per information received on 5/31/2017, the incision was extended to remove trocar because the pro2 was still inside it.